Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to (B)(4). Importer site establishment registration number: (B)(4). The device involved in the complaint was evaluated in the laboratory on 13th march 2019. As per additional information received: "dealer confirmed that the device was cleaned after remove from patient and operation room. Dealer doesn¿t want the device has unpleasant smell during transportation as the device covered with a little bile." Multiple defects were observed. Inner cannula and flexor breakage measuring approximately 86 cm from distal end of handle. Flexor was found to be broken measuring approximately 96.5 cm from distal end of handle. Both defects are related. Flexor was found to be kinked measuring approximately 105 cm from tip of the distal flexor. This defect is not related to previous failures therefore additional complaint file was raised to capture this failure separately. Following the laboratory evaluation additional information was requested to aid with the investigation. - was there a kink observed on the flexor (measuring 105 cm approx. From tip of the distal flexor) when the device were being sent back to cook ireland? Yes - at what point did they removed the lock wire? While the kink on the flexor observed, lock wire and endoscopy was removed from patient together. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1413860 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1413860; upon review of complaints this failure mode has not occurred previously with this lot #c1413860. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062- 5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous path of the bile duct. Its possible that tortuous path may caused a build-up of pressure resulting in the flexor and inner cannula breakage. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and "deployment issue that results in the exposed stent removed from the patient with the delivery system". User advanced the device to desired position. The stent was 4cm released, which is observed under x-ray and endoscopy monitor , while the handle was out of control and cannot continue to release or retract the stent. And meanwhile there are 2 broken observed on the outer sheath from 125-130cm. User retracted the device from patient and immediately changed another same device to complete the procedure.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and "deployment issue that results in the exposed stent removed from the patient with the delivery system". User advanced the device to desired position. The stent was 4cm released, which is observed under x-ray and endoscopy monitor, while the handle was out of control and cannot continue to release or retract the stent. And meanwhile there are 2 broken observed on the outer sheath from 125-130cm. User retracted the device from patient and immediately changed another same device to complete the procedure.